Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ 50ml luer-lok syringe was used to prepared a midazolam solution, and the solution was brown.

Manufacturer narrative:
Investigation: one used sample unit and multiple photos were received for evaluation. Through visual inspection of the samples, a brown tinted drug was observed within the syringe. A device history record review was performed and no quality issues were found during the production of lot number 1810238 related to this incident. There have been no changes in the raw material or the within the manufacturing process that could of contributed to the reported issue. Based on the available information, an exact cause for the reported incident could not be determined.

Event description:
It was reported that a bd plastipak¿ 50ml luer-lok syringe was used to prepared a midazolam solution, and the solution was brown.